Event description:
I wore soft contact lens and used bausch and lomb renu moistureloc. Starting in mid january, I was treated for an eye infection which resulted in the removal of my left eye. I was informed in the initial contact with the cornea specialist that I had either a fungus infection or an infection caused by acanthamoeba. When none of the smears came back positive for either of those conditions, I was sent to where my eye was examined under a microscope and acanthamoeba were present at 4+. My treatment continued, but my eye did not improve. Since I do not swim and infrequently use hot tubs, did not make my own contact lens solution, nor do I use well water which are, as I understand, frequent contributors to developing an infection caused by acanthamoeba, I question if the infection might have come from my contact lens solution.